Event description:
It was reported that a patient underwent a pvc procedure with a vizigo sheath and a rough tip issue occurred. Outer sheath tip rough. It was difficult to insert the outer sheath into the blood vessel. The physician retracted the outer sheath. It was found that the tip of the outer sheath had been rough. It had wrinkles. A second device was used to complete the procedure. There was no report on adverse event on the patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a pvc procedure with a vizigo sheath. Outer sheath tip rough. It was difficult to insert the outer sheath into the blood vessel. The physician retracted the outer sheath. It was found that the tip of the outer sheath had been rough. It had wrinkles. A second device was used to complete the procedure. There was no report on adverse event on the patient. The device evaluation was completed on 28-aug-2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual analysis revealed that the tip of the sheath was bumped and the shaft was bent. Also, the dilator tip was observed bent. A microscopic examination to the sheath was performed and the tip was observed bumped and wrinkled. A device history record was performed for the finished device batch number, and no internal actions were identified. The sheath shaft rough issue reported by the customer was confirmed due to the bent in the shaft and bumped tip. The potential cause of the bumped tip and bent shaft could be related to the skin incision size relative to the sheath, however, this could not be conclusively determined. The instructions for use (IFU) contain the following precaution: during insertion, use caution not to create excessive bends that may lead to crimps in this device. Always observe acceptable hemodynamics prior to advancing the dilator or any other component. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿sheath tip rough¿ issue. In addition, biosense webster inc. Analysis finding of the ¿tip of the sheath was bumped¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿sheath tip rough¿ issue. In addition, biosense webster inc. Analysis finding of the ¿dilator tip was observed bent¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿sheath tip rough¿ issue. In addition, biosense webster inc. Analysis finding of the ¿shaft was bent¿. During an internal review on 18-sep-2024, noted a correction to the 3500a initial under the d4: primary UDI number field as should have been processed as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-aug-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).